Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient experienced multiple episodes of significantly elevated blood glucose levels, reported to be over 400 mg/dl on several occasions, along with insulin occlusion alerts over a period of days. At the time of contact, the patient reported blood glucose levels in the high 200s with an upward trend. The patient indicated that supplies had not initially been changed during earlier occlusion alerts but were replaced later; however, occlusion alerts continued. No visible issues with the previous infusion set were recalled. Support assisted the patient with disconnecting and performing an insulin delivery check through the tubing, during which insulin drops were observed, confirming delivery through the supplies. The patient reported not having replacement supplies available at that time and planned to call back once able to perform a site change. During a subsequent contact, the patient reported that supplies had been changed. Follow-up confirmed that blood glucose levels were trending downward. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.